Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Service evaluation verified the keypad malfunction. The cause was identified to be a failed processor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced a keypad malfunction. No additional information is available.